Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, d4: expiration date, d4: unique identifier (UDI) number changed to unknown, d9: device availability, g3: date received by manufacturer, g7: type of report, follow-up number, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. One 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear. Bone residue and dried blood tissue were presented on the external threads. The device was in good condition. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (medical: other). Device history record (DHR) was not available electronically for the subject lot number (2018030014). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. A complaint history review by item number was conducted for the device (bost413) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant in tooth location #6 was removed due to cyst. Doctor confirmed the site had a cyst with no infection. Doctor removed the implant and wait for healing to place another implant.